Event description:
It was reported that the health care professional (hcp) called technical services (ts) for review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of left ventricular (lv) lead loss of capture (loc). It was noted that the lv lead is located in the left bundle branch block (lbbb) position and is a non-boston scientific lead. Upon review, the presenting egm showed intermittent loc on the lv lead. Ts recommended for an in person evaluation of thresholds be performed. At this time, this crt-d and non-boston scientific lv lead remain in service. No adverse patient effects were reported.